Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material at the port of a 500ml exactamix eva bag. This was noted during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that there was foreign material on the bag port. Microscopic inspection revealed a single colorless, irregularly shaped particle, approximately 0.1mm at its longest dimension, on the fill port threads along with solution residue. Numerous black, elastomeric, irregularly shaped particles less than 0.1mm at their longest dimensions were also observed on the fill port threads within/under the solution residue. Fourier transform infrared (ftir) spectroscopy determined that the colorless particle was consistent with polyethylene. Energy dispersive x-ray spectroscopy (edxs) detected primarily carbon in both the colorless particle and the solution residue. Carbon, oxygen, magnesium, silicon, aluminum, chlorine, iron, and calcium were detected in the black particles. The colorless particle was found to be consistent with polyethylene and the black particles were consistent with magnesium silicate filled rubber particles. Neither of these materials are used in the production of the bag components. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.